Event description:
It was reported that the patient had to go to the emergency room due to receiving a therapy discharge from the implantable cardioverter defibrillator (ICD). At the time, the clinician was using a bovie (monopolar electrocautery) to remove a skin lesion on one of the patient¿s legs and while doing so the patient jerked due to the ICD therapy. The clinician was going to obtain a blue donut magnet to prevent this from re-occurring. The ICD is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).